Event description:
It was reported that the user experienced difficulty resuming the correct screen during a supply change after the ilet timed out and displayed an empty cartridge icon, then inadvertently deployed the infusion set incorrectly while removing the paper backing on the applicator before replacing it and completing the change with a 23-inch teflon inset. No reported symptoms or adverse health effects. Outcomes included successful completion of the supply change without the need for further assistance and no alerts or alarms. Investigation included remote troubleshooting and education to unlock the device and proceed through the fill tubing workflow. Investigation of this case revealed user handling error related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.